Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial #5665686-025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prostheses. The final fill volume of the left prosthesis was 370cc, and the final fill volume of the right prosthesis was 410ccs. On (B)(6) 2018 left sided deflation was diagnosed, as the prosthesis appeared to have flattened. During the replacement surgery right sided ptosis was noted and left sided deflation was confirmed. As a result, the left prosthesis was replaced with a 375cc mentor memorygel breast implant, and the right prosthesis was replaced with a 400cc mentor memorygel breast implant. Mentor first became aware of the right sided ptosis when the replacement surgery operative report was received on 8/22/2018. The left sided deflation had been previously reported under 1645337-2018-05076.